Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient has glaucoma and the development of opacification was observed on an unknown date post trabulectomy surgery. The healthcare facility has advised rayner that trabulectomy surgery was performed "some time" after iol implantation. In correspondence with rayner the healthcare professional states "iol not coming out as the eye struggles anyway and she is doing well with the other eye".

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from an (B)(6) healthcare facility that opacification of a rayner iol had been observed post-operatively.